Event description:
It was reported that the tip of drill bit broke off in the glenoid during a revision. No patient injuries were reported. A backup was available and no delay was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.